Manufacturer narrative:
(B)(4). Additional concomitant: arc anti-hcv rgt ln 6c37-35 lot 84860hn00. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a sample from a patient known to be positive for anti-hcv yielded a falsely nonreactive result of s/co= 0.48 when tested using the architect anti-hcv assay. The sample was retested 4 times producing the following results: s/co= 1.34, 0.96, 1.18 and 0.94 (specimens with s/co of less than 1.00 are considered nonreactive and specimens with s/co of greater than or equal to 1.00 are considered to be reactive). The sample tested reactive when using an alternate method (vitros). No adverse outcomes were reported related to this issue.